Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient experienced non-sustained ventricular tachycardia. The patient was sensor pacing at a high rate. Upon review of the electrograms (egms), it appeared that there was competition with the intrinsic vs beats. Boston scientific technical services (ts) discussed programming options. The impedance measurements had increased, but remained within acceptable range. Additional information was provided indicating that he cause of the change in impedances was not determined. The system was re-calibrated and rf was programmed back to 3. The msr was decreased. The patient was seen again a month later. The programming changes had been mostly effective, but there were still some events shown on the strips with loss of capture and fusion/pseudofusion. The outputs were increased. The patient was seen again several weeks later. There was oversensing episodes. The device had reached elective replacement indicator (eri) and would be replaced. An invasive procedure was performed to explant and replace the device. The leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--